Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, patient attended for chemotherapy treatment (paclitaxel) reported pain while infusion running. Patient reviewed, swelling noted around the exit site. Doppler performed to rule out dvt, no dvt found. PICC removed due to pain and swelling. External length 7 cm as per insertion. Partial fracture seen on assessment at the 11 cm point from the 0 cm mark of the PICC. Remedial action taken: patient required cannulation for chemotherapy administration which meant peripheral administration of treatment instead via central access. Future plan regarding re-inserting PICC to be discussed with oncology team. Additional information provided: the patient experienced an infiltration of normal saline, antihistamines, and steroids as premedication for paclitaxel. There was minimal harm on the day, as the fracture was identified before the paclitaxel infusion began. However, required cannulation on the day to allow to have her treatment which caused her anxiety. The chemotherapy nurse looking after the patient was present when the incident occurred. PICC has been removed from patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported; patient attended for chemotherapy treatment (paclitaxel) reported pain while infusion running. Patient reviewed; swelling noted around the exit site. Doppler performed to rule out dvt, no dvt found. PICC removed due to pain and swelling. External length 7 cm as per insertion. Partial fracture seen on assessment at the 11 cm point from the 0 cm mark of the PICC. Remedial action taken: patient required cannulation for chemotherapy administration which meant peripheral administration of treatment instead via central access. Future plan regarding re-inserting PICC to be discussed with oncology team. Additional information provided: the patient experienced an infiltration of normal saline, antihistamines, and steroids as premedication for paclitaxel. There was minimal harm on the day, as the fracture was identified before the paclitaxel infusion began. However, required cannulation on the day to allow to have her treatment which caused her anxiety. The chemotherapy nurse looking after the patient was present when the incident occurred. PICC has been removed from patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed at the 11 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) additionally, compression damage was observed between the 4 and 7 cm depth markers, and longitudinal splitting was observed in the catheter at the corners of the circumferential split. One of these longitudinal splits was detached from the circumferential split and was observed to align with a linear impression in the surface of the catheter tubing. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc were returned for evaluation. An initial visual observation of the photographs showed a split in the catheter tubing. Some whitening of the catheter material was observed around the edges of the split, but no other details of the damage could be discerned from the returned photographs, and there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.